Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire an accurate 12-lead ECG for patient assessment. There was no report of negative patient impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire an accurate 12-lead ECG for patient assessment.